Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department with dizziness that had progressively worsened. The patient was started on protonix bolus followed by infusion for upper gi bleed. The patient received an additional 2 units of prbcs. On (B)(6) 2017, the patient continued to have melena and was transferred to another hospital for evaluation of anemia and gi bleed. Hemoglobin (hgb) was 9.4 gm/dl and hematocrit (hct)t was 29.2%. Upper gi endoscopy revealed normal esophagus; normal stomach; and normal examined duodenum. On (B)(6) 2017, hgb was 8.7 gm/dl and hct was 27.7%. Colonoscopy showed no source of bleeding. On (B)(6) 2017, international normalized ratio (inr) was 2.0 and prothrombin time (pt) was 22.6 sec. The patient was discharged home in improved and stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received low dose heparin while in the hospital. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 for melena and possible gastrointestinal (gi) bleed. The patient was given six units of red blood cells and an upper endoscopy (egd) was performed with no source of a bleed identified. The patient underwent another egd with push enteroscopy and upper gi endoscopy that showed no source of bleed. The patient¿s symptoms resolved during admission and patient was discharged on (B)(6) 2017. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.